Event description:
It was reported that dislodgment of the lead was confirmed five days after the original implant. The physician placed it again and the data from the lead was within normal limits. The lead is still in use. No other patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.